Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
In this event that involved a surgiguide, it was reported that and implant placed with the azento kit was not stable after placement and failed. Information was requested to get more information and try to understand if anything was wrong with the guide or the kit but did not have any other information. With the available information it is not possible, whether the implant was lost during placement date or later and whether the loss was caused by or in connection with the guide or not. Failure mode was therefore changed to "other" and implant and guide will both be reported to the FDA. Additional information was requested and in case any additional information becomes available - FDA reporting will be updated.